Event description:
It was reported that a spectrum iq infusion pump had an issue of under infusion during programming/set up . There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion was not reproduced. The device was sent to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 40.564 and was within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11. H11: a review of the event history log was performed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.